Event description:
A surgeon reported that the chandelier probe melted in the trocar during a vitrectomy procedure. It was noted that another probe also melted outside of the trocar in 5-10 minutes and was not entered into the trocar. It was noted that the light power was 100 degrees c during the operation. The case was completed without harm to the pt.

Manufacturer narrative:
No chandelier illuminator w/rfid was returned for evaluation. Two component lot numbers, manufactured on june 2011, were identified with this complaint. No abnormalities that could have contributed to the customer complaint issue problem were found during the reviews. The product was released according to the manufacturer's acceptance criteria. A complaint history review performed indicates no additional complaints were associated with these lots. Because a sample was not returned and the lot information had no abnormalities, the root cause cannot be determined. All fiber optic light guide products are 100% tested for light output and checked for secure connections between all components. (B)(4).